Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that the spinous process clamp was defective. It was reported that the screw thread was worn out and that it no longer had the necessary pressure for attaching to the spinous process. The instrument was replaced. There was no patient present when this issue was identified.